Event description:
Philips received a complaint from customer biomed reporting a combination of diagnostic codes indicating a 35 volt failure occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba).

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the unit was power cycling with no input from operator. The asp confirmed the issue was resolved with replacement of the power management printed circuit board assembly. The device was operational and returned to service after repairs were completed.